Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap extended life pd transfer sets had fluid flow with the twist clamp closed. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye and magnification noted a broken occluder leg on one sample. A broken occlude feet causes fluid flow through the transfer set while the twist clamp is closed. The reported condition was verified for the one sample. The cause of the broken occluder feet on the main body could not be determined; however, the damage (cracked/broken) was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. Functional testing was performed for the second sample, including leak, clear passage, and clamp function testing with no issues noted. The reported leak was not verified for the second sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.